Manufacturer narrative:
It was unknown if the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution and if there were any abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the evaluation found foreign object in the air water cylinder. Additionally, found these non-reportable findings: due to a crack on up/down angulation control knob water tightness was lost, the adhesive on bending section cover had a crack, there was a dent on the connecting tube, the forceps channel port and suction cylinder, both were shaved, there was discoloration on the control unit and the connecting tube, and the plastic distal end cover, the protector of universal cord on scope-connector side, the scope connector cover unit, the right/left knob, the switch box, the suction cover, the connecting tube, the control unit, the scope connector, the universal cord, the grip, the lock engagement lever, the free/engage knob, the up/down knob, all had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the gastrointestinal videoscope had poor water supply. During the device evaluation a foreign object was found in the air/water cylinder. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The event ¿foreign material in the a/w cylinder¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.